Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm blank display and keypad anomaly due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump stop working and it keeps beeping the screen was blank also it had a button error incorrect now it won¿t stop. Customer's blood glucose value was unknown. Customer stated that insulin pump started alarming during basal rate. Customer states the display was not blank less than 30 seconds and did not return. Customer stated the insert battery alarm did not display on the insulin pump screen. Customer stated that insulin pump was working and got stuck button error. Customer stated they did not press a down button for 3 minutes or longer. The device will be returned for analysis.